Event description:
Per the audiologist, the patient reported no auditory percepts. The results of an integrity test (B) (6) 2010 indicated device malfunction. The implanted device remains. Information on explant and reimplantation were not available at the time this report was filed (B) (6).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B) (6) 2010, during the same surgery, the patient was re-implanted with another device.(B) (4)

Manufacturer narrative:
(B) (4) : implanted device remains.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure bubbles were observed. The target lesion was an unspecified saphenous vein graft (svg). A 7f wiseguide fr4 guide catheter was in place, attached to a y-adapter from the advantage 26 kit. During the insertion of a filterwire through the touhy, a "stream" of bubbles was noticed in the touhy. The filterwire was removed, re-prepped and re-inserted when another "rush" of bubbles was seen. The touhy was exchanged for another of the same; yet the problem persisted. The 7f wiseguide fr4 was then exchanged with another of the same catheter which "cleared up the issue with the bubbles". There were no patient complications reported with the patient's current condition listed as "ok".